Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value last week was 400mg/dl. Customer bloused for that and when she woke up it was over 600mg/dl so she bloused again but blood glucose level did not come down. Customer changed quick set and within an hour blood glucose value was down to 400mg/dl something then over about 3 hours it was down to the range of 200mg/dl. Customer treated with the pump and blood glucose came down to 179mng/dl. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.